Manufacturer narrative:
The customer alleges a false positive flu a and sars-cov2 result on a cobas sars-cov-2 & influenza a/b assay, lot 00604z. A new patient sample collection was run on a competitor assay and another liat assay, which generated all negative results used for diagnosis. While the original positive result was released to the patient and state department, it did not influence patient treatment. No harm was alleged. An investigation found no product issue. The discrepancy is likely related to the significant differences between the roche and the other assays in terms of sensitivity and limit of detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleges a false positive result using cobas sars-cov-2 & influenza a/b (scfa), lot 00604z. The original patient sample (nasal swab) received the result 'flu a detected, flu b not detected, sars-cov-2 detected'. The physician ordered a second sample collection (nasopharyngeal swab) which received a 'sars negative' result using abbot ID now sars-cov-2 assay. The customer also tested the same nasopharyngeal swab sample using liat cobas influenza a/b assay (faba) assay which resulted in 'flu a not detected, flu b not detected'. Original results were released to the patient, physician and state department but did not impact treatment. The negative retest results were used for diagnosis. The original nasal sample was collected with flocked swabs placed in m4rt media and run on a scfa liat. The repeat was a nasopharyngeal sample that was collected and run on a competitor assay for sars-cov2. The faba assay was rerun on the same liat which generated negative flu results. The customer is using an approved media for faba however, this has not been approved for scfa. An investigation was performed to evaluate the allegation. The customer allegation was not observed during product release of the complaint kit batch 00604z. No product issue was identified during the investigation. The two two testing platforms that generated the alleged discrepant sars-cov-2 results were compared to see if a possible cause of the discrepancy could be determined. The lod differs significantly between the cobas sars-cov-2 & influenza a/b test and the abbott ID now covid-19 test (estimated 5400 ndu/ml compared with 300,000 ndu/ml). With this nearly 60-fold difference, it is conceivable that cobas sars-cov-2 & influenza a/b nucleic acid test will detect sars-cov-2 when viral load is low while abbott ID now covid-19 will only detect sars-cov-2 when viral load is high. Additionally, the two testing platforms that generated the alleged discrepant flu a results were compared to see if a possible cause of the discrepancy could be determined. The scfa assay is significantly more sensitive for all detected flu a and flu b strains when compared to the faba assay. This difference in assay sensitivity could explain the discrepant flu a results observed by the customer if the sample contains genetic material below the lod of faba assay, but at a detectable level for the scfa assay.